Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc center, "svc required" codes were found in the ventilator's downloaded error log. The device's interface board and power mgmt board were replaced to address the issue. In addition, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.